Manufacturer narrative:
(B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during visual evaluation a tear was observed on the anterior view, measuring 2.3 cm. A microscopic examination was performed, and the cause of the tear could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 225cc mentor smooth round moderate profile saline breast prosthesis was observed to have a pore and it is not known whether the pore was already there or it if occurred when the doctor was manipulating the implant intra-operatively. There was no report of any patient consequence or any adverse event. Subsequently, a new 225cc mentor smooth round moderate profile saline breast prosthesis was used in place of the deflated implant.